Event description:
It was reported that the patient experienced increased pain, nausea, vomiting, and weakness. The patient was admitted to the hospital and evaluation by the neurosurgeon. A catheter dye study was performed (2009) and the physician was unable to complete the procedure, no reason was provided. A motor stall was inconclusive (on the same day). Apparently there was a severe kink in the catheter and the decision was made to go ahead and replace the pump while doing the catheter revision. It was noted that part of the revision was due to that the patient had previously had a "couple of episodes of pump malfunction". The nature of the previous malfunctions and the dates of the episodes were not reported. The pump and catheter were replaced. The patient recovered without sequela. The pump contained morphine at the time of the event.